Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site per variance 5.

Event description:
Customer reported a motor error alarm during a bolus. Customer's blood glucose was unk. The customer could not recall any significant events leading to the alarm. Customer also stated he was able to rewind his insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test, and excessive no delivery alarm test. No motor error alarm was noted. The motor was tested outside of the device and passed. The insulin pump had a cracked case near the display window corners, cracked reservoir tube lip, cracked battery tube threads, and a stained end cap sticker.